Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported that pump was dropped/bumped with no visible pump damage. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with battery cap and found missing battery cap contact. The pump passed the displacement test. Unit failed to pass the self test due to missing vibration segment. P-cap locked into place properly. Pump was cut open to perform visual inspection and found moisture damage at electronic stack, force sensor, and vibration harness assembly. The following were noted during visual inspection corroded battery tube, scratched case, pillowing keypad overlay, battery cap contact missing. P-cap was attached and locked into place properly. Exposed to moisture is confirmed at the battery compartment, electronic stack, motor assemblies, and vibration harness assembly. Cosmetic damage is confirmed at the battery compartment. Vibration anomaly is confirmed due to moisture damage on the vibration harness assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.